Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment, an event was reported. A small pneumothorax was reported, there was no mention of intervention to correct the pneumothorax.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be determined. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).